Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 54 alarm was noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 54 alarm on the event date of (B)(6) 2023 at 17:42:01.000 (file number: 32122, line number: 1421, esf #: 3010978) due to a software error. Pump alarmed a pump error 54 alarmed due to a gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Pump alarmed pump error 53 alarms on the event date of (B)(6) 2023 at 17:50:59.000, 18:02:39.000, 18:03:33.000, 18:07:30.000, and 18:55:53.000 due to a software error. Pump alarmed pump error 53 alarms due to pump's attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Pump alarmed a pump error 3 alarm on the event date of (B)(6) 2023 at 17:42:03.000 as a consequence of pump error 54. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Pcba 1's j1 connector was broken after visual inspection. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the battery compartment. Pump error 54 was confirmed in the pump history files and traces due to a software anomaly. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 54. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had damage to the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump does show physical damage and the damage from the belt clip on the battery side and extend and curve to the side of the pump also pump error 54 was found and the customer was able to clear the alarm. Advise customer that serialized device needs to be replaced, the customer to discontinue pump use and revert to backup plan as per hcp instructions and the pump will be returning for analysis.